Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated describe event or problem and age at time of event. Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and severely calcified target lesion. The device was removed by pulling hard. The procedure was completed with an unspecified stent. The patient's status was stable.